Event description:
It was reported that, in a non-surgical event on (B)(6) 2025, the pro7000se, hall micropower+ high speed drill device ¿gets hot¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿gets hot¿ is unconfirmed. An evaluation of the returned device found that the handpiece started at 75 degrees fahrenheit and after three minutes of continuous runtime, it measured at 101 degrees fahrenheit. This is an increase of 26 degrees above ambient temperature and is within specifications. The specifications state that the device must not exceed 35 degrees above ambient temperature, with ambient being at minimum 70 degrees fahrenheit. Maximum temperature of 110 degrees fahrenheit. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 70 reports, regarding70 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. Overheating might occur if bearings are worn or are not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.